Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 29-aug-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer's representative regarding a patient receiving morphine (20 mg/ml at 5 mg/day) via an implanted pump. It was reported the patient was in withdrawals on (B)(6) 2020. The hcp attempted to aspirate the catheter and was unsuccessful. The hcp removed the drug from the reservoir and placed pfns and did a bridge bolus. He then brought the patient back at end of bolus and did a dye study. The hcp noted it appeared that the dye was emptying into the pump pocket. The patient is scheduled for a catheter revision on monday 12/7 by surgeon to resolve this issue. There were no environmental/external/patient factors that may have led or contributed to the issue noted. It was noted the issue was not resolved as this time.